Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of the reported issue could not be determined, the suggested event most likely occurred due to defective buttons resulting from damaged or deterioration of parts due to wear and tear, without any design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited no image. The issue occurred during a therapeutic colonoscopy. There was a minor delay in the procedure, which was completed using an olympus back-up device. There were no reports of patient harm.